Event description:
The customer reported that the clear insulation was falling apart during the procedure. A verastep trocar was in use. The device was returned to covidien and visual inspection discovered that the clear insulation was not returned. The site was notified and they stated that it was not obvious if anything fell into the pt cavity. Nothing was retrieved from the pt cavity during the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). Visual inspection found the clear insulation to be missing. The IFU states to prevent damage to the flexible insulation proximal to the jaws confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.